Manufacturer narrative:
The insulin pump was unable to complete the prime test due to faulty force sensor relay. The insulin pump passed displacement test and basic occlusion test. No motor error alarm was noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at display window corners, case at reservoir tube window corners, battery tube threads and reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 199mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.